Event description:
Healthcare professional reported "pain, swelling and capsular contracture baker grade IV". Later, healthcare professional reported "rippling and deformation". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling and capsular contracture baker grade IV.

Event description:
Healthcare professional reported "pain, swelling and capsular contracture baker grade IV". Later, healthcare professional reported "rippling and deformation". Later, healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d9, h3, h6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "pain, swelling and capsular contracture baker grade IV". Healthcare professional later reported "rippling and deformation". Healthcare professional additionally reported "rupture". Device has been explanted and replaced with a non-abbvie device.